Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, the wake button was unresponsive, the battery gauge was fluctuating and that the touch screen was unresponsive. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.